Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed with a power error alarm twice. The customer¿s blood glucose level was 187 mg/dl at the time of the incident. The customer was able to clear the alarm but it recurred within a week. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. However, confirmed power error detected due to j6 connector resistance issue.